Event description:
Contact reported that during post-op follow up it was found that the inner nut had backed out from the pedicle screw. Surgeon it monitoring the situation but is not taking any further action at this time. There has been no adverse consequence to pt and this time. As this could result in the need for surgical intervention an MDR shall be fired to document this event.